Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During preparation for the procedure, the physician was unable to insert three ruby coils into another manufacturer's high flow catheter and the penumbra slim microcatheter as they would not fit. The physician attempted to flush the microcatheters; however, the attempts were unsuccessful. The physician used other coils to complete the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the coil was still attached to the pusher assembly. The coil loops were compressed at the distal tip of the coil. The pet-lock was still intact at the proximal end of the pusher assembly. The terumo high flow catheter (non-penumbra device) was kinked approximately 5.0 cm and ovalized approximately 6.0 cm from the hub. There was no noted damage to the pxslim microcatheter. Conclusion: the complaint has been evaluated. The complaint indicates that the coil did not fit into a terumo high flow catheter. This was attempted multiple times without success. Evaluation of the returned devices revealed damage at the distal end of the coil, preventing the coil from advancing through the coil introducer sheath. This damage was likely caused by repeated attempts to push the coil against resistance into the terumo high flow catheter. The terumo high flow catheter was kinked and ovalized. If this damage to the catheter was present when attempting to push the coil through the catheter, resistance would be encountered. However, it is unknown if this damage was present when advancing the coil. Resistance when advancing the coil may have also been caused by tortuous vessel anatomy. The cause of the resistance could not be determined based on the description of the complaint. The coils are 100% functionally tested during processing. The pxslim microcatheter was not related to the complaint and was fully functional. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00660 and 00662.